Event description:
Caller reported blood glucose results of 360 mg/dl and 120 mg/dl on the compact system within 10 minutes. Reported no treatment or adverse event relative to this discrepancy. Customer reported having sent the system back without first having contacted the MFR, replacement was sent.